Event description:
It was reported by the rep that the (2) er420 were used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon went to use the first er420 to clip off the cystic duct. The instrument fired and the clip was placed in the duct. However, the clip was not secure and fell off the duct. This happened several times and a new device was opened. The next er420 would load a clip one firing. The next firing no clip would be loaded. The next time it would load a clip. When fired, the clip would shoot out of the jaws over and over. The case was completed with another device and no pt consequence.